Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 251-253 mg/dl and the meter bg reading was unknown. As a result of the auto-bolus, customer's blood glucose (bg) level went low. Reportedly, the customer's continuous glucose monitor read "low"; however, a specific bg value was not provided. The customer consumed carbohydrates to address the low bg. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.